Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned syringe, lot #8538307. Visual examination of the returned product confirmed the presence of a particle in the syringe barrel. The particle is white in color and appears to be pliable plastic. The particle was introduced into the syringe prior to filling, likely during component manufacturing or assembly. A 12 month review of complaint history determined the frequency to be (B)(4) complaints per million (cpm) for similar defects.

Event description:
The site reported the following: a stellant sds-ctp-spk syringe was filled with contrast media using a spike into the contrast media vial and a white, plastic-like particle was noted to be floating in the contrast inside the syringe. The kit was removed from the area and was not used for a patient.